Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected alarms noticed. The insulin pump was programmed with a 2.0 bolus and monitored. The bolus was delivered and recorded properly in bolus history. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner. No missing parts noted.

Event description:
It is reported that a customer phoned to report battery issues on their insulin pump. The patient's blood glucose level was at 5.8 mmol/l. The customer changed the batteries on their pump but still received a battery out alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.